Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported he has been having high blood glucose levels for over a month. Customer's blood glucose was 346 mg/dl. He treated with the insulin pump. Yesterday, customer's blood glucose was over 600 mg/dl and he was feeling the effects of high blood glucose. He treated with the device that time also. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. He was advised to do a complete set change and monitor his blood glucose. Nothing further reported.